Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly caused the device not to power on. The analog pcb assembly was then removed and evaluated. Physio-control determined that the cause of the reported issue was due to legs 1 to 4 of an inductor, designator l1 on the analog pcb assembly being open. This caused the device not to get enough on current to power on. The customer requested physio-control to dispose of the device.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench indicator in its readiness display. In addition, it was reported that the device could not be powered on. There was no patient use associated with the reported event.